Manufacturer narrative:
Evaluation of the transducer confirmed the image problem reported by the customer, likely caused by oil separation in the window. Damage (scratches/wear) to the transducer tip cap were noted and excessive pressure on the tip/window can cause oil separation. The cause of this damage is indicative of improper handling and/or maintenance.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality in 2d mode. There was no injury associated with this event.